Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hemorrhaging is related to activ.a.c.¿ ion progress¿ remote therapy monitoring. Activ.a.c.¿ therapy was re-applied 1 day post cauterization and continues to use activ.a.c.¿ therapy. Device labeling, available in print and online, states: warnings: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ; infection; trauma; radiation; patients without adequate wound hemostasis; patients who have been administered anticoagulants or platelet aggregation inhibitors; patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. -always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. -consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On 22-apr-2019, the following information was reported to kci by the patient: on (B)(6) 2019, the patient allegedly experienced bleeding that required cauterization. On (B)(6) 2019, activ.a.c.¿ therapy was re-applied. No additional information is available. Per review of kci records, the physician noted, "(B)(6) 2019, vac working; more granulations." Per the patient clinical progress report, on(B)(6) 2019 the patient's wound length and width dimensions had improved from the prior assessment on (B)(6) 2019. Activ.a.c.¿ therapy was initially placed on (B)(6) 2019, and the patient continues to use activ.a.c.¿ therapy. On 06-mar-2019, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On 15-may-2019, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.